Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, and after the reset, the error code did not reappear. The customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.